Event description:
The customer's mother reported her daughter was hospitalized with high blood glucose levels. Troubleshooting performed and the pump passed the tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report to the best of our knowledge.